Event description:
Caller states that the pt tested 4.1 inr and 3.9 inr on the same device while a lab drawn within 10 minutes produced a result of 2.9 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Add'l strip lot producing 3.9 inr result:356 c18, 1/08.